Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable, the pn was illegible, the unit was out of calibration, the control bar was out of position, the swivel was loose, the hinge gasket was missing gears, the neckpiece, reciprocating arm, e-ring, and various bearings were corroded/damaged. The control bar was repositioned and the motor, housing, neckpiece, reciprocating arm, e-ring, hinge gasket, swivel, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It is reported that the device was sent in for repair. At product evaluation investigation the motor speed of the device was unstable. No adverse events were reported as a result of this malfunction.